Manufacturer narrative:
Additional information was received for this file: additional information received indicated that the entire catheter was removed successfully from the patient without any additional intervention. The hematoma was reported to have spontaneously resorbed without any transfusion or additional intervention necessary. The manipulation/rotation of the catheter was being performed using a non-cordis guidewire to verify that the probe was in the (true) aortic lumen and was not sub-intimal. The procedure was an iliac angioplasty. The procedure was completed successfully. Manual compression and a pressure dressing were applied post-procedure. It is not known if the sheath used for the procedure was a cordis product. There was no reported product issue with either the unknown sheath or non-cordis guidewire used. There was no reported withdrawal difficulty of the catheter either from the vessel or through the unknown sheath used. The withdrawal difficulty was reported due to tear/partially torn condition of the catheter. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no problems noted during preparation. There was no other product issue noted at the account after the procedure. No additional information is available. Based on the additional information received the complaint is being changed/corrected from serious injury to malfunction and the code of withdrawal difficulty is being deleted. The code of hematoma is being made not reportable as no intervention or transfusion was performed. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received: the product was returned for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). Review of lot 17455761 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received directly from the competent authority ((B)(6)) indicated that during rotation/torquing of the 65 cm. 5 fr. Tempo pigtail 5sh diagnostic catheter in the aorta, the device was bent and partially torn. When the device was being removed from the patient, it did not straighten out upon insertion of the unknown guidewire. The arterial puncture site became enlarged and the patient developed a hematoma. There was a reported risk of arterial migration of the distal part of the device. The product will be returned for inspection. Additional information has been requested.

Manufacturer narrative:
The report received directly from the competent authority (ansm) indicated that during rotation/torquing of the 65 cm. 5 fr. Tempo pigtail 5sh diagnostic catheter in the aorta, the device was bent and partially torn. When the device was being removed from the patient, it did not straighten out upon insertion of the unknown guidewire. The arterial puncture site became enlarged and the patient developed a hematoma. There was a reported risk of arterial migration of the distal part of the device. Additional information received indicated that the entire catheter was removed successfully from the patient without any additional intervention. The hematoma was reported to have spontaneously resorbed without any transfusion or additional intervention necessary. The manipulation/rotation of the catheter was being performed using a non-cordis guidewire to verify that the probe was in the (true) aortic lumen and was not sub-intimal. The procedure was an iliac angioplasty. The procedure was completed successfully. Manual compression and a pressure dressing were applied post-procedure. It is not known if the sheath used for the procedure was a cordis product. There was no reported product issue with either the unknown sheath or non-cordis guidewire used. There was no reported withdrawal difficulty of the catheter either from the vessel or through the unknown sheath used. The withdrawal difficulty was reported due to a tear/partially torn condition of the catheter. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no problems noted during preparation. There was no other product issue noted at the account after the procedure. No additional information is available. A non-sterile unit of cath tempo 5f pig 65cm 5sh was received inside of a plastic bag. Catheter was received inside of a 6f sheath introducer, a protective tube was received on the catheter body and an unknown guide wire was received. Twisted conditions were observed on catheter body at 6 cm and 34 cm from the distal tip. The sheath introducer, protective tube and unknown guide wire had no visible damages. ID/od was measured near the twisted condition area and results were found within specification. The catheter was inspected under the vision system and two twisted conditions were observed on the catheter body. An x-ray was performed on the twisted conditions area (body) and no anomalies were observed in the wire. Functional analysis was performed and friction was noted during advancement through the sheath. Catheter shape was compared against the shape master and it was observed that it was within the allowed limits. Review of lot 17455761 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿brite tip/distal tip- cracked-in patient¿ was not confirmed as the catheter had no visible cracks. The complaint reported by the customer as ¿catheter (body/shaft)/ kinked/bent-in patient¿ was confirmed as twisted conditions were observed on the catheter body. The complaint reported by the customer as ¿catheter (body/shaft)/ torquing difficulty¿ was confirmed due to twisted conditions observed on catheter and friction felt during functional analysis due to wrinkles on the balloon; however, dimensional analysis was found within specification. The cause of the event experienced by the customer could not be conclusively determined. However procedural factors might have contributed with the cause of the failures reported by the customer. According to the product instructions for use, manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Furthermore, if resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm the catheter positioning under high quality fluoroscopic observation. Neither the analysis nor the device history record suggests that the events reported could not be related to the manufacturing process; therefore, no corrective or preventive actions will be taken at this time.